Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products - unknown cup and unknown stem. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2017-01298 & 0001825034-2017-01299).

Event description:
Patient has been indicated for revision due to dislocation ten years post-implantation. No additional information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Investigation results concluded that no devices or photos of the devices were received; therefore, the condition of the components is unknown. The product number and the lot number were not provided; therefore, the complaint history, manufacturing date, the device history records and the field age of the device could not be determined. Insufficient information was provided to perform a complaint history search. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly.